Event description:
Reporter stated that, for eight days, pt was obtaining elevated blood glucose results (14.0 mmol/l - 20.0 mmol/l) on the advantage system. Reporter stated that, in 2007, pt increased insulin intake and subsequently experienced hypoglycemia. Pt was reportedly taken to the hospital, where blood glucose measured 2.0 mmol/l (on a hospital device). Reporter stated, that pt was treated for hypoglycemia; however, details of treatment received were not provided. Pt was reportedly admitted, overnight, to stabilize blood glucose. No additional information about hospitalization was provided. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in a foreign country.